Event description:
Device issue: none. Adverse event: restenosis. Time of adverse event: 4.5 years post stent implant. It was reported via a trial approximately 4.5 years post a mid right coronary artery rx xience v stenting procedure, the patient experienced angina. Diagnostic coronary angiography revealed that the distal end of the stent restenosed along with a new lesion distal to the stent. A xience stent was deployed to treat the in-stent restenosis and cover the new area of stenosis distal to the stent. The patient was discharged home the same day. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.